Event description:
A talent iliac stent graft system was implanted in a patient for the emergent endovascular treatment of a symptomatic 3 mm in diameter focal penetrating ulcer, located in the descending thoracic aorta about 8 cm above the celiac artery. The ulcer leaked into a 4-5 cm in diameter hematoma. There was circumferential calcification throughout the iliac arteries and the aorta. Iliac arteries were 6 mm in diameter. It was reported that the patient was too ill for a conduit incision and, due to the narrow, calcified vessels, a talent thoracic device was not selected for use. Instead, three smaller devices, which included two aneurx 24 mm cuffs and a talent 22 mm limb, were selected and implanted successfully with the talent limb placed in the middle of the two aneurx cuffs. An iliac stent from another manufacturer was intentionally implanted for the easy delivery of the devices. A type ii endoleak was present at the end of the case and left untreated. Approximately 10 days post-implantation, a transgraft leak in the talent limb was noted, and the physician elected to place two cuffs from another manufacturer to try to resolve the leak; the leak was reduced but did not resolve completely. No further intervention was done at the time. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (emergent penetrating ulcer with hematoma), (implantation of an iliac device in the thoracic aorta for an ulcer). Conclusion: (emergent penetrating ulcer with hematoma), (implantation of an iliac device in the thoracic aorta).